Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to customer¿s blood glucose. Reportedly, the pump supplies were changed and insulin delivery was resumed to address the issue. Customer did not respond to multiple contact attempts from tandem technical support to obtain additional information.